Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Laparoscopic colectomy - "during use the device was totally torn without traction." Original: lors de l'utilisation, le dispositif s'est totalement déchiré sans traction. Additional information received from the applied medical team member on january 9, 2017: the customer used the device on laparoscopic colectomy but doesn't remember the details. The part of the device that was torn was confirmed to be the sheath. User does not remember if the device was torn before, during or after insertion. Patient status - no patient injury.

Manufacturer narrative:
Investigation summary: the event unit was returned. Upon visual inspection, engineering confirmed that there was a tear in the sheath near the inner ring, as well as two small punctures on the sheath inside the ring-to-ring zone. Engineering's analysis has determined that it is likely the tear in the sheath was caused by the instrumentation used by the surgeon. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of its products.